Event description:
Omnicell cabinet was found with unsecure door. Door would open without having a user logged into it. Manual lock was locked. A total of 5 unsecure doors were found upon inspection of all cabinets in facility. A ticket was put into omnicell and tech fixed issue causing door to be unsecure. There is no notification that door is unsecure and random person can pull on door. Severity: circumstances or events have capacity to cause error. (B)(4).